Event description:
Event description guidant received information that this pacemaker was removed and replaced for an unknown reason. There were no product performance issues reported regarding this device. A new competitive device was then implanted.